Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced several inappropriate therapies while lifting weights. It was also reported that noise was seen on the right ventricular (rv) lead electrogram. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.